Event description:
It was reported that while conducting therapy on patient, the cardiosave intra-aortic balloon pump (iabp) unit went into standby with a message system over temperature. Patient¿s heart rate was noted to be sinus tachy 120bpm. The nurse called clinical support and was told to restart the pump and put it in 1:2 frequency, and then look for a back-up pump to switch over to. The patient was switched onto a backup pump to continue therapy without issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated unit. Upon initially running unit on a testing catheter and trainer at 130 bpm, unable to replicate system over temperature alarm. Identified however, while running the compressor output test, temperature rising from 40 degrees to to about 56 degrees and holding there after .5 hours of run time. After this, unit temperature went up a a few decimals slowly. Replaced suspect wore out pressure regulator muffler. Post replacement, identified subject unit staying at 49.9 degrees while running the compressor output test for about 1 hour. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.